Event description:
The pt experienced increased baseline pain. The pump was found to be stalled. The logs indicated the pump stalled on (B)(6) 2010 at 0423 with a tube set message on (B)(6) 2010 at 0423; the pump did not recover. Emi/environmental causes for the stall were ruled out. The device registration system indicates the pump was replaced. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).